Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were harvesting saphenous vein and had been using the vasoview hemopro 2 to seal and cut. When they were about 1/3 up the leg, they noticed something thin and possibly metallic in the tunnel. They unplugged the hpii device and used the jaws to try to grasp the substance and pulled it out of the leg. She used a lap pad to wipe the jaws, and the substance disintegrated, not allowing any to be save for investigation. There was a slight delay in the case. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 08/06/2025. An investigation was conducted on 8/11/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact heater wire. Only the harvesting device was returned for evaluation. There were no visual defects observed on the intact harvesting device jaws or heater wire. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. A reference endoscope was inserted into a reference cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the reference cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000478250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.